Manufacturer narrative:
Correction: g3, h6 patient and device codes manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed minor elevations in power and flow, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas and the reported ldh of 1054 could not be conclusively established. The submitted log file captured three minor, transient elevations in power and flow on(B)(6) 2019 and (B)(6) 2019, reaching values up to 8.4 w and 11.1 lpm, respectively. These elevations were captured at the time of pi events. Despite these findings, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The patient remains ongoing onthe pump and no further issues have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2017. It was reported that the patient experienced elevated lactate dehydrogenase (ldh) of 1054 but no power spikes independent of the pulsatility index events noted and no tea-colored urine. The patient was admitted for a heparin drip and had a ramp study which was not indicative of pump malfunction. A cause for hemolysis was not identified but malignancy has been ruled out. The patient's anticoagulants were increased. Log files were submitted for analysis for evidence of pump thrombus. Log file analysis noted intermittent power elevations throughout the log file. Pi reportedly begins to trend downward towards the end of the file. The overall trend in the pump parameters would typically not be suspect of pump thrombus. No further information was reported.